Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous proximal left anterior descending artery (lad). A 10mm x 3.00mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on the first inflation at eight atmospheres, the balloon ruptured. The procedure was completed an encore balloon. No patient complications were reported in relation to this event.